Event description:
Spinal drain that was placed in the operating room did not drain any csf during the early post-op phase. Md attempted to aspirate csf from the drain without success but was able to flush the drain with 2 cc of normal saline. Md slowly pulled drain back 2 cm and attempted to aspirate without success. Md decided to remove drain and in doing so encountered resistance. Md proceeded slowly and was able to pull back another 2 cm before the drain snapped at the 10 cm mark. The proximal end retracted into the soft tissue of the patient. "(B)(6)". FDA safety report ID# (B)(4).